Event description:
It was reported that a leak occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx pro laa closure device & delivery system (wds) was successfully implanted meeting position, anchor, size and seal (pass) criteria. The patient was discharged on dual antiplatelet therapy (dapt). The patient had a routine 45-day follow-up transesophageal echocardiography (tee), and imaging identified a leak around the device measuring 5.3 mm. The potential risk of the leak and the future plans for the patient was discussed and since the patient is (B)(6), the decision was to leave the device alone as intervening may cause more harm than good. The patient will remain on dapt or monotherapy. There were no patient complications.